Manufacturer narrative:
Eval: a product eval was not performed since the product involved was not provided to cook for eval. The report could not be confirmed. A review of the device history record and sample test from this lot could not be conducted because the lot number was not provided. Conclusions: we could not conduct a complete investigation because the product involved was not returned for eval. A definitive cause for the reported observation could not be determined. Prior to distribution, this product is subjected to a visual examination and functional test to ensure device integrity. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. Qa will continue to monitor for complaint trends.

Event description:
During the procedure the physician used a cook disposable hemostasis clip. The clip was tested prior to use and appeared to be working properly. After the clip was introduced into the sigmoid colon the user tried to deploy the clip and the metal rod in the handle broke. They began applying quick movements to the catheter until they were able to get the tissue released from the clip and could remove the clip from the pt. Another clip was used complete the procedure. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.